Event description:
It was reported that charging cable for tandem device was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement charging supplies to be sent to customer with two-day shipping, and no additional information was received regarding the outcome of event.